Event description:
Baxter (B)(4) received a report that an infusor had a cracked coiled cap found in an unopened package. This potentially could caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coiled cap cracked near the top of the cover. The root cause was determined to be a excess stress on the coiled cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.